Event description:
The customer reported to olympus that they were not getting an image on a demo video system center. There was no patient involvement.

Manufacturer narrative:
In speaking with olympus technical assistance support (tac), the following troubleshooting steps were taken by the customer: putting the otv-s190 light source in manual mode and changing the intensity did not make a difference. Tac asked the customer to reseat the light control cable maj-1959 and check the video socket on the front to see if there was any dust buildup. The customer gently puffed some air into the socket and reseated the maj-1959 cable. The customer reported back that he can see the image now. The issue was resolved. It appears that the otv-s190 light source did not process the image properly due to dust in the video socket. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over ten (10) years since the subject device was manufactured. A definitive root cause was not identified because the device was not returned, however based on the results of the investigation, the probable cause of the malfunction would likely be dust inside the video socket. Olympus will continue to monitor field performance for this device.